Event description:
Per the clinic, the patient developed an infection which was treated with oral antibiotics (bactrim) on (B)(6) 2013. The patient was also prescribed bactriban on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.